Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgical procedure. It was reported that the inner sleeve attached to the right s1 screw disengaged for the screw on insertion. There was a delay in the surgery. When the inner sleeve was examined, and it was noticed that there were 2 little nubs on the distal end that disallowed the screw/ extender to be locked. The hospital used an alternate sleeve without nubs. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Functional evaluation with returned inner sleeve, sample extender and sextant mas was unable to dislodge implant.

Manufacturer narrative:
Functional evaluation with returned inner sleeve, sample extender and sextant mas was unable to dislodge implant. Previous sextant ii inner sleeve design (pn# 7575305) did not have distal tip anti-rotation bosses. The extender utilized was not returned for eval uation/confirmation of issue. Inconclusive; unable to conclusively determine root cause from the available information.